Manufacturer narrative:
Upon further review, it was identified that there was no indication the product or packaging failed to perform as intended. The implant was opened after receipt and there was no deficiency found with the manufacturing, design or quality of the device. Zimmer biomet does not consider this complaint to be reportable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during kit inspection in the zimmer biomet (B)(4) warehouse, it was identified that the stem extension packaging was opened. No adverse events were reported as a result of this malfunction.